Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a wound infection at the ipg site. The physician confirmed that the infection was not device or procedure related. Laboratory works showed no evidence of an active infection, however, wound dehiscence was noted. The patients pocket was flushed out multiple times and was packed with vancomycin. The ipg was also washed with bacitracin. The patient was reportedly doing well.